Manufacturer narrative:
Initial reporter occupation = lab manager. PMA/510(k) number = k171999. Device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As originally reported, during an endovascular aneurysm repair procedure, a performer introducer's dilator was unable to advance into the sheath. The user attempted to insert the dilator into the sheath when the sheath was in the patient; however, the dilator was extremely difficult to advance and the sheath became bunched/accordioned just below the hub. Another cook device of the same size was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. During evaluation of the complaint device on 25oct2022, the silicone disc was noted to be dislodged within the sheath.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as originally reported, during an endovascular aneurysm repair procedure, a performer introducer's dilator was unable to advance into the sheath. The user attempted to insert the dilator into the sheath when the sheath was in the patient; however, the dilator was extremely difficult to advance, and the sheath became bunched/accordion just below the hub. Another cook device of the same size was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. During evaluation of the complaint device on 25oct2022, the silicone disc was noted to be dislodged within the sheath. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, specifications, dimensional verifications, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation with the dilator lodged in the sheath. The outer diameter of the dilator and inner diameter of the sheath were measured within specification. Bunching of sheath material was noted near the hub. Destructive testing was then performed, and the sheath was cut down. The silicone disc was then found to be lodged in the sheath body. The dilator was difficult to advance through the disc by itself, not through the hub assembly. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿all instruments or catheters used with this product should move freely through the valve and the sheath. Damage to the valve/introducer may result when the fit is too tight.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to the design or manufacture of the complaint device contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.